Manufacturer narrative:
The spacer will not be returned to bsc for analysis because it was retained by the hospital.

Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the inserter bent and caused the top (spindle cap) of the spacer to break off. A new spacer was used to complete the procedure successfully.